Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem customer technical support(cts) and no issues were identified. Customer changed pump supplies to address the issue. Customer reported using cold insulin. Cts advised customer to use room temperature insulin as cold insulin is off label per the tandem user guide. Customer's blood glucose was 264 mg/dl.